Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inhibitions due to oversensing. The physician reprogrammed the device. On (B)(6) 2014, the same issue occurred and the physician attributed the inhibitions to a loss of capture. The device was reprogrammed and the patient would be monitored.